Event description:
Summary: atrial lead dislodgement. [Description / sequence of events]: (B)(6) 2017 in a pacemaker implantation procedure, the petite 52erjb (sn: (B)(4)) was implanted in the patient¿s right atrial appendage. The following atrial lead measurements were obtained immediately after the implantation procedure: the atrial threshold was 0.75 v/0.35 ms, the p-wave amplitude was 2.0 mv, and the atrial lead impedance was 492 ohms. One week later: on post-1 week pacemaker check, the atrial threshold was found to have increased 1.25 v/0.35 ms. The p-wave amplitude was measured at 1.2 to 1.6 mv. As the increase in the atrial threshold was considered to be a typical reaction in the stage immediately after implantation, it was decided to monitor the atrial threshold value. On (B)(6) 2017 10:00 with atrial pacing failure suspected, the patient underwent examinations and the following observations were made: on a pacemaker check, the atrial threshold was measured at 2.0 v/0.5 ms while the patient was lying on the back, and at 2.5 mv/0.35 ms while she was sitting. The p-wave amplitude and atrial lead impedance were measured at 0.5 to 0.8 mv and 473 ohms respectively. X-ray showed that the petite 52erjb had been obviously pulled up, with the lead body less curved compared to the time of implant. In the afternoon a re-intervention was performed. As a screw-in lead was considered more suitable for the patient¿s body size, the petite 52erjb was explanted and a vega 52 was implanted in the atrium instead. With the lead body of the vega 52 sufficiently curved, the re-intervention was completed. After being explanted, the petite 52erjb was disposed of at the hospital.